Event description:
On an unknown date, the patient underwent tevar using a conformable gore® tag® thoracic endoprosthesis (unk/unk) and a gore® excluder® aaa endoprosthesis aortic extender component (unk/unk) to repair an aortic dissection. On (B)(6) 2014, the patient underwent evar using a conformable gore® tag® thoracic endoprosthesis ((B)(4)) and a gore® excluder® aaa endoprosthesis featuring c3® delivery system ((B)(4)) to repair the aortic dissection. (B)(4) was implanted distal to the lower renal artery for proximal extension of (B)(4). On an unknown date, a distal type I endoleak possibly from re-entry hole was confirmed involving devices implanted at tevar. On (B)(6) 2014, the patient underwent an additional procedure using a conformable gore® tag® thoracic endoprosthesis ((B)(4)) and a gore® excluder® aaa endoprosthesis aortic extender component ((B)(4)) to repair the endoleak. (B)(4) was implanted without any issues. It was reported that during advancement of (B)(4), the partially uncovered stent of (B)(4) implanted at evar was removed (not separated) from the graft material. The physician noted no resistance at advancement of the device, and confirmed the removal during touch-up ballooning. (B)(4) was reportedly deployed at the intended position without any issues. As (B)(4) remained implanted at the original position, no action was taken against the removed stent. The patient tolerated the procedure. There is no issue reported on the patient after the additional procedure.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
The root cause of the event could not be determined with the provided information.